Event description:
It was reported that the user experienced frequent hypoglycemia while using the ilet, with trends of pausing insulin noted during review of reports and contextual factors including athletic activity and frequent snacking; troubleshooting and education were completed, and there were no device alerts or alarms. Symptoms included weakness consistent with hypoglycemia. Outcomes included treatment with oral glucose. Investigation included review of therapy reports and user education. Investigation of this case revealed a pattern of insulin suspension associated with subsequent low glucose events, with the cause remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.